Event description:
It was reported that frost occurred on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat a soft tissue mass in the lung. Prior to the start of the cryoablation procedure, the needle was tested with no visible gas leak or defects discovered. During the start of cryoablation procedure, the physician noticed that the shaft of the needle started to frost up. There was also a big irregular formation of the ice ball underneath the skin which caused severe swelling even though freezing protocol had only started for less than 1 minute. The affected needle was subsequently removed and replaced with a new set of icerod 1.5 cx 90 degree cryoablation needle before the procedure continued without any further issues. The patient condition following the procedure was stable.

Manufacturer narrative:
Device evaluation by manufacturer: no visual abnormalities were noted upon initial inspection of the complaint device. Functional testing revealed that the needle formed frost on the shaft during the freezing phase. The needle was disassembled, and the vacuum sleeve was analyzed. No visible abnormalities were observed on the observable surface of the vacuum sleeve. The vacuum sleeve was tested and frost formed on the whole sleeve, indicating a failure of the vacuum sleeve component.

Event description:
It was reported that frost occurred on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat a soft tissue mass in the lung. Prior to the start of the cryoablation procedure, the needle was tested with no visible gas leak or defects discovered. During the start of cryoablation procedure, the physician noticed that the shaft of the needle started to frost up. There was also a big irregular formation of the ice ball underneath the skin which caused severe swelling even though freezing protocol had only started for less than 1 minute. The affected needle was subsequently removed and replaced with a new set of icerod 1.5 cx 90 degree cryoablation needle before the procedure continued without any further issues. The patient condition following the procedure was stable.